Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) had stopped inflating. Switched to pressure cable and would no restart. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4,e3,g3,g6,h2,h6(type of investigation, investigation findings,conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to reproduce the problem stated. The fse also stated the device passed performance and safety checks according to factory specifications.

Event description:
N/a